Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that active instruments were not tracking while doing a calibration of the imaging system, as the instruments would flicker intermittently. Troubleshooting steps were performed. The manufacturer representative checked the camera details, checked the tracking window, power cycled the system control unit (scu), reseated all of the cables that ran to and from the scu to the camera, as well as the I/o panel and concave pointer, and checked the toolbox. At that point, the manufacturer representative noticed a camera fault, as a message displayed indicating "illuminator current measured lower than recommended." It was noted that all of the passive instruments consistently would track, as well as the imaging system. It was further reported that the system was tested with a second camera and the system functioned as designed, so the internal and external cables from the scu to optical localizer (psu) did not need to be replaced. No patient was present when the issue was identified.